Event description:
It was reported that, during a "tvt" procedure, the mesh pulled off the needle with passage of the first needle. The procedure was completed with another device, but required prolongation of anesthesia by approximately 60-75 minutes. No adverse pt effect observed.